Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5113867/5114472.

Event description:
It was reported that the patient experienced inadequate stimulation and underwent explant procedure. All components were discarded.